Event description:
It was reported that the physician detached 2 azur embolization coils in the distal and proximal gastroduodenal artery (gda). Approx. 3-5 minutes later, it was observed that both coils had exited the gda, and were located in the distal right hepatic artery. The physician made multiple unsuccessful attempts to snare t-and retrieve the coils.

Manufacturer narrative:
No add'l info is available with respect to pt outcome. No device evaluation was performed as the devices are implanted within the pt.